Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the follow-up visit to the clinic; it was noted that the patient had developed pocket erosion. The implantable cardioverter defibrillator and the lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout the perioperative process.

Manufacturer narrative:
Analysis was normal. No anomalies were found.